Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that the ilet screen was damaged and became unusable. The patient stated the device had not been dropped or hit. Blood glucose rose to 400 mg/dl but was corrected using backup therapy. A replacement ilet was arranged. The patient reported dry mouth during the event but required no medical intervention or outside assistance. The patient is using a dexcom g7.